Event description:
It was reported that this pacemaker system exhibited high within range impedance measurements of 1100 ohms in the right atrial (ra) lead. Technical services (ts) was consulted and upon review, noise oversensing was also noted during an atrial tachy response (atr) event. Ts advised on further in office evaluation. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.